Manufacturer narrative:
The samples were plasma centrifuged at 3,200 rpm for 7 minutes. Qc was within the customer's established ranges during this event. The weekly maintenance and a system check were performed on (b)(6 2010. A field service engineer (fse) was dispatched: the fse reviewed the customer's system check and dry/wet testing; both tests passed. The fse performed a high sensitivity system check and precision test using original patient sample; both tests passed. No hardware issues were noted. No clear root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 - (B)(6) 2010 for additional reportable events/occurrences. This reportable event captures samples tested on (B)(6) 2010 that are related to the previously submitted MDR 2122870-2010-00734.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results above the ami cut off and within the risk stratification range generated by the access 2 immunoassay system for unknown number of patients' samples. The results were not reported out of the lab. Upon repeat on a different instrument, the results were within the normal reference range. The customer was unable to provide the exact number of patients or results for this event. No reports of death, injury, or change to patient treatment have been reported in connection with this event.